Event description:
The study indicated during deployment of the precise pro rx us carotid syst stent and while the 6 mm basket, medium support was in place, the pt became confused and unable to count to 10. The pt's tongue deviated to the left and was unable to follow commands. However, the pt was able to count to 10 and follow commands after treatment with phenylephrine IV bolus, followed by an IV drip. The pt's neurological assessment returned to baseline per the nurse performing neuro assessments during the procedure. Hypotension was viewed as the primary reason for the neurological change following the stent deployment. The pt had full recovery and was discharged home two days after this procedure. Two days after the procedure the pt was re-admitted for the third bypass coronary surgery that was scheduled prior to the carotid angioplasty. After the surgery, the pt remains hospitalized because of the inability to wean off external respirator.

Manufacturer narrative:
Note: lake region lot # is cordis lot #. Per lake region report: cordis corp reported no prod would be returned to lake region medical for eval; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for eval, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the mfg, inspecting and packaging of lot. This packaging lot contained total units, which were shipped from lake region medical on september 10, 2008. The history records indicate this prod was final inspection tested at lake region medical and was determined to be acceptable. Hypotension, with the attendant symptoms, is a well known potential adverse event associated with the carotid stent implantation procedure. These symptoms can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. These reactions are anticipated, short-term adverse events associated with the compression of the pressure sensitive receptors, located in the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. At this time, there is no evidence to suggest there were any mfg issues that contributed to the reported event. Review of the info suggests that pt and procedural factors may have contributed to the events. Add'l info will be submitted within 30 days of receipt. This is one of two prods used during the same procedure on the same pt, which is associated with mfg report # 9616099-2008-02667.